Event description:
Caller reported a malfunction on the pump with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur, allowing the caller to continue using the pump with instructions to report if the issue reoccurs.